Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have multiple input disks broken and cracked. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft. The root cause of broken instrument input disks is typically attributed to misuse, most commonly caused by improper cleaning/reprocessing techniques. Additional observation not reported by site that is not related to the customer reported complaint is that the instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. No damage found to the conductor wire. Root cause of this failure is attributed to user. A review of the device logs for the maryland bipolar forceps (part#471172-16/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had thermal damage. Thermal damage at or near the bipolar yaw pulley is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the maryland bipolar forceps instrument had a broken disk. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was to the input disk and shaft. The disk broke when activated by the system. There are no photos or videos available for isi review.